Event description:
It was reported that during a colectomy procedure, the device was firing scissored clips. The clips did not cut the tissue that they were firing on, but the clips did not hold and fell into the patient. The clips were retrieved from the patient without altering the procedure. A competitor's device was used to complete the case with no patient. The device was discarded.

Manufacturer narrative:
(B)(4).